Event description:
It was reported that during the implant procedure the physician was unable to find a position with acceptable impedance for the implantable pacing lead (ipl). Multiple positions were attempted with the ipl, however in every position the impedance of the ipl was high and without capture. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.